Event description:
It was reported that the pt received inappropritate therapy. Interrogation showed noise on a and v channels. Varying and reduced impedance was also measured. The ICD was removed. During threshold testing of the lead, the pt reported a stinging sensation and x-ray showed tension (no slack) on both a and v leads. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy. Interrogation showed noise on the atrial and ventricular channels. The patient was admitted to the hospital where high impedance was measured on both atrial and ventricular pace/sense leads. The ICD was removed. Both leads were measured, and the ventricular lead had an elevated threshold. During the threshold testing of the lead, the patient reported a stinging sensation, and x-ray showed tension (no slack) on both leads. Impedance of the pace/sense electrode varied between 400 and 270 ohms, and the sensing varied between 4.5 and 2.4mv. Apparent lead fracture was also reported, and the ventricular lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned for analysis. Initial analysis found that the device was unable to sustain a pacing output without a programming head placed over it. When the programming head was removed, the pulse amplitude decreased until it stopped completely. However, during further testing, the anomaly cleared and never reoccurred after the device was opened. Therefore, the root cause could not be determined.